Event description:
It was reported by the customer thatprior to an unknown the procedure, the device's blade tip was broken. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.